Manufacturer narrative:
E2: ni. G1: manufacturing contact facility name: shirakawa olympus co., ltd. The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head connecting section had cracked and separated. The intended procedure was a therapeutic transurethral ureterolithotripsy (tul) and it was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to the repair center for evaluation and the customer's allegation was confirmed. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. Instructions for use (IFU) for the subject device indicate: handling and general precautions endoscope image erasure and freeze (warning) - the following precautions must be strictly observed. The endoscopic image may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the camera head connecting section had cracked and separated. The intended procedure was a therapeutic transurethral ureterolithotripsy (tul) and it was completed with the same device. There were no reports of patient harm.